Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2020-01558, 1627487-2020-01560, 1627487-2020-01561. It was reported an infection was present at the lead site. Surgical intervention took place wherein the system was explanted. Patient was prescribed oral antibiotics and the infection was resolved.